Event description:
It was reported that during routine inspection the cardiosave intra-aortic balloon pump (iabp) could not be charged. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d9, g1 (contact office and contact person - mfg site), g3, g6, h2, h3, h6 (type of investigations, investigation findings, component codes, health effect ¿ impact codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and confirm the fault reported by the customer. The fse replaced the cable reel and the unit passed all functional and safety test. The device has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) could not be charged. There was no harm reported.